Event description:
It was reported that during the unknown procedure, device did not work. There was no consequence to patient. Unknown how the case was completed.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the balde, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert states: "avoid accidental contact with other instruments during use.